Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical analysis performed under nominal conditions, including sensitivity test, found no anomaly. Longevity assessment was performed and it met the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and intermittent noise over-sensing. The noise over-sensing was recorded by the pacemaker and resulted in noise reversion episodes. The pacemaker and rv lead were explanted and replaced. The patient remained stable throughout the procedure.